Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported not using the insulin pump for over a year. The customer was experiencing high blood glucose and was afraid to use the device. The customer took off the insulin pump and kept in the cabinet. The customer stated that his new doctor recommended using back the device. Performed a high pressure test and the test failed. The customer did request a replacement of the insulin pump. No further information was provided.